Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a revision due to loss of stimulation and high impedance. There were impedances greater than 10,000 ohms on electrodes 0 and 4. Initially, the extension was replaced, but impedance readings continued to be greater than 10,000 ohms on the same electrode. A fracture was seen in the lead, so it too was replaced. After the lead replacement, impedances were greater than 20,000 ohms. After several combinations and testing, with high impedance readings as a result, the neurostimulator was replaced. With a whole new device system, impedance readings were in the normal range except for combos with electrode 3 which were in the 7000 ohm range. The physician closed the patient. No additional information was provided.